Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb and cpu were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an artifact. Additional information was received from the field service engineer confirming that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the problem reported by the customer of an image artifact and a system boot failure. The fse determined the cause of the problem to be faulty monoblock. The fse replaced monoblock, reseated internal pcbs and verified system functionality. The c-arm system consists of one x-ray tube located in the c-arm mainframe. The x-ray tube generates x-rays used for imaging and it is controlled by the high voltage generation circuitry and system software. The x-ray tube consists of an anode and a cathode mounted inside an evacuated glass tube. The x-ray tube is like an incandescent light bulb and has a limited number of hours that it can be used. This is highly dependent upon how often it is used, the technique (voltage and current) of shots, and duration of shots. Reseating the internal pcbs insure that proper electrical connections are made and proper for the system. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.